Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the needle hub broke off of the sensor, leaving the sensor on the pedestal. Customer reported that the sensor base remained on the pedestal when the serter was pulled away. Blood glucose level was 141 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unable to perform insertion complaint due to complaint is against sen-serter and customer returned sensor only, no needle.